Event description:
Bravo capsule was believed to be still attached in the esophagus, about three weeks after placement. It appeared to be a case where it failed to detach. Without any intervention, on f/u about a week later, a repeat x ray did not show any foreign body. According to the customer, the pt is doing great.